Event description:
It was reported that the customer was experiencing high blood glucose levels and wanted to verify the settings of their insulin pump. The customer's blood glucose was 400 mg/dl which was treated with a bolus delivery from the insulin pump. Troubleshooting was performed; the drive support cap was recessed. Manual priming was done, insulin exited the tubing but it did not register in the insulin pump. The process was repeated and this time the numbers did display on the screen of the device. The functional test passed. In the alarm history low reservoir alert was noted. The customer was advised to perform a complete change of the reservoir and the infusion set. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.